Manufacturer narrative:
Physio-control evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated or confirmed. The system pcb and interface pcb assemblies will be replaced to help restore the customer's confidence in the device. The device will be returned to the customer.

Event description:
The customer complained that only the on/off button was working. No other button was working, until after battery replacement. There was no report of pt use associated with the reported event.